Event description:
It was reported that during an in-clinic follow-up, the right atrial (ra) lead was noted to not be on a good position. The patient presented for a lead revision. During the procedure while attempting repositioning, the ra lead helix would not re-extend. The ra lead was explanted, and a new lead was implanted. The patient was stable.